Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy / pregnancy (termination)') in a (B)(6) female patient who had essure (batch no. A63344) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered pregnancy with contraceptive device to be related to essure. The reporter commented: patient experience another pregnancy episode which captured under case (B)(4). Diagnostic results: (B)(6) 2013 - home pregnancy test - positive. Batch no a63344 manufacturing date: 2012-10 expiration date 2015-10-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy / pregnancy (termination)') in a 32-year-old female patient who had essure (batch no. A63344) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered pregnancy with contraceptive device to be related to essure. The reporter commented: patient experience another pregnancy episode which captured under case (B)(4). Diagnostic results: (B)(6) 2013 - home pregnancy test - positive. Batch no a63344 manufacturing date: 2012-10 expiration date 2015-10-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-may-2021: quality safety evaluation of ptc. We received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.